Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a pump error 38 and also reported the pump went on the floor and stopped working. No harm requiring medical intervention was reported. Troubleshooting was performed and cleared the alarm successfully and the pump rewind was not completed. The customer discontinued using the pump and it will be returned for analysis.

Manufacturer narrative:
Pump received, with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment, due to missing retainer ring. The pump passed the active current measurement, sleep current measurement and self test. No blank display noted, during testing. However, pump error 38 alarm, during the rewind test. Successfully downloaded history files and traces using thump. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted, during testing. However, in the pump history found: low battery alarms (104) on 02/02/2024 at 16:08:00.000. Multiple pump error 38 alarm on (B)(6) 2024 from 19:04:49.000 until 21:35:06.000. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor, force sensor and the battery tube connector plugged in properly to j7, pcb 1. Swapping out test motor confirms, pump error 38 alarm is isolated to motor and found jammed motor gearbox. The following were noted, during visual inspection: scratched case and missing reservoir tube o-ring. Blank display not confirmed. Pump error 38 alarm confirmed, in the pump history and, during testing, due to jammed motor gearbox. Missing retainer ring confirmed. Reservoir unable to lock into place confirmed, due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.